Manufacturer narrative:
Additional information was not provided by the user facility. The device was not available for an evaluation. Device was not available for evaluation.

Event description:
It was reported that a patient fell from bed and broke their hip. No further information was provided.

Event description:
It was reported that a patient fell from bed and broke their hip. No further information was provided.